Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that before cataract surgery, an ophthalmic system displayed multiple advisories during the one-step prime and tune process, and a large air bubble was observed in the test chamber. Switching to the two-step prime and tune reduced the errors. Flow obstruction errors were noted with the ophthalmic handpiece placed in a pouch with the phacoemulsification tip pointing upward. The surgery was completed the same day using the same system with an alternative handpiece. There was no patient impact. This complaint pertains to ophthalmic handpiece involved in the reported events.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.